Event description:
It was reported that during the implant procedure the patient's heart was perforated and the patient had a pericardial effusion. It was further reported that during implant the device was repositioned four times. After the final position was tested for retention and electrical performance the implanting tool was removed and the patient's blood pressure dropped significantly. A pericardiocentesis was performed and the device remains implanted. The patient's blood pressure stabilized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.